Event description:
It was reported that during the analysis of the log files there were multiple no external power alarms while on the mpu. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. There was one no external power that was due to a power source change over.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 29 days of data ((B)(6) 2019 per timestamp). On (B)(6) 2019 at 1:07, the no external power alarm activated due to both power cables being disconnected at the same time during a power source exchange. Throughout the remainder of the log file the rsoc levels of both cables intermittently drop simultaneously to below 5v activating the no external power alarm. The alarm clears shortly after activating each time when power was restored and appears to be related to a loss of ac power while the controller is connected to the mpu. Three times throughout the log file when the power was restored the backup battery fault alarm activated. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Attempts were made to gather more information regarding the event. To date, no equipment has been returned for analysis and no further information has been provided. The root cause for the first no external power alarm was determined to be user error in disconnecting both cables during a power exchange. The root cause for the no external power alarm while the controller was connected to the mpu was not conclusive determined but appears to be related to a loss of ac power. The heartmate ii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including no external power alarms. Section 3 of the patient handbook, entitled ¿powering the system¿, outlines the use of the mpu including how to connect the mpu to power and the lights that are active when the mpu is powered on and functioning properly. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured several low voltage hazard / no external power events on (B)(6) 2019 all while connected to the mobile power unit (mpu). It appears that the mpu lost total power enabling the emergency backup battery (ebb) for a short time until power was restored to the mpu. No additional information was provided.

Manufacturer narrative:
Additional information. Multiple attempts were made to obtain information regarding the mpu no external power events but this information was not provided. Correction.

Manufacturer narrative:
Patient age and weight were requested but not provided, therefore, the age and weight are unknown. The serial number of the mpu was requested but not provided, therefore the serial number is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had constant unexplained no external power alarms. The log file captured a pump stop on (B)(6) 2019 due to the pump stop button being activated at the system. The no external power event was captured on (B)(6) 2019 while the patient was switching power sources. All of the remaining no external power events were on (B)(6) 2019 and appeared to be caused by the mpu being briefly interrupted. It could not be discerned whether the ac wall outlet or house power was disrupted.